Event description:
It was reported that, during an unknown robot-assisted surgery, the rotate knob was rotated twice as usual when removing after the firing, but the doctor felt like it was difficult to remove, so he rotated it one more time and tried to remove it. He pulled the device slowly because it felt like it was difficult to remove, but the anvil came off inside the intestine when he applied a little force. After that, while checking with the endoscope, it was able to push the removed anvil with forceps and remove from the anus. Fortunately, nothing serious happened, and the patient was discharged safely. The reported device was used as it was to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.